Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator midurethral sling system was used during a procedure (exact date unknown). According to the complainant, during a follow up visit four weeks post procedure, the physician found that part of the mesh had eroded into the vagina. The eroded portion of the mesh was trimmed during that visit. Since the mesh was trimmed, the patient experienced dyspareunia, pelvic pain, difficulty sleeping, aching bones, recurrent urinary tract infections and yeast infections. It was reported that the patient also had a revision surgery in 2011 (exact date unknown). It was reported that the patient will have a third surgery for sling removal if possible. The patient's current condition is unknown. Attempts to obtain follow up have been unsuccessful.